Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted an unexpected pump shutdown. Customer's blood glucose level was 240 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support.